Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the patient/reporter contacted animas to report he had frequent loss of prime issues with the animas insulin pump. In addition, the subject pump's display was blinking on and off on the main menu. At the time of concern, his blood glucose was elevated between 175 to 270 mg/dl with symptoms of mild increase urination and thirst. At the time of concern, the patient was able to take bolus insulin and decrease his blood glucose reading to his normal range of 100 to 170 mg/dl range. During troubleshooting, the reported issue was not resolved. The patient confirmed the cartridge cap is secure while the yellow o-ring is not visible on the battery cap. There was no visible crack in the casing. The subject product was not exposed to extreme temperature. There was no associated alarm prior to the alleged event. This complaint is being reported because the patient had symptoms suggestive of hyperglycemia while on insulin pump therapy. The reported issue was not resolved with training. The pump could not be ruled out as a contributor of the event. Hence, this complaint is being reported.

Manufacturer narrative:
Follow-up #1 date of submission 04/18/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: no activity outside of normal use is observed in the black box. Total daily dose observed to add up correctly and reflect the user's programmed basal rates. Pump powers up normally with a fully illuminated and clear display. The pump ran for 24 hrs, no display flashing or blinking occurred during testing. The pump passes a 29 h flow accuracy test and is found to be delivering within the required specifications. Opened the pump, no damage was found to the display flex/connector. No moisture ingress found inside the unit.